Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, it was reported the screwdriver shaft would not fit the 1.5mm stardrive screw head recess despite the matching the description of a 1.5mm stardrive screwdriver shaft. The surgeon complained that he could not use the locking screws he wanted to. The surgeon selected to use three cortex screws instead of a plate. Reportedly there was a cruciform screwdriver in the set that could have been used to implant cortex screws through the same plate originally desired to be used with locking screws.

Manufacturer narrative:
Device used for treatment and not diagnosis. There are no non conformance documents in the DHR. Subject product passed all inspections and certification testing during manufacturing. A function test with the stardrive screwdriver shaft in question was made and the device was functional as required. This screwdriver is used in the 1.5 cmf midface system. According to the available information the used screw had the part number 02.214.006, which is a locking screw stardrive 1.5mm, self-tapping, length 6mm. This screw belongs to the 1.5 lcp hand module. So even if these screws have both a diameter of 1.5mm, they belong to two complete different systems and are therefore not compatible. The 1.5 lcp hand module system has its own screwdrivers with a smaller t4 stardrive and the 1.5 cmf midface system does use a t5 stardrive. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.